Manufacturer narrative:
Occupation: non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved determined the forceps cups were misaligned. When the handle of the device was manipulated, the forceps cups opened and closed, however pressure on the handle had to be maintained in order to keep the forceps cups in a closed position. It was noticed on one side of the forceps cups, there was a gap in the teeth. The forceps cups were inspected under magnification and they appear to be misaligned. The forceps cups also appeared to be skewed and the cups do not line up when they are in the closed position. When the forceps cups are in the open position, the link wires on one side are showing much more than the link wires on the opposite side. Additionally, when the forceps cups are in the closed position, one of the forceps cup arms is protruding outside of the forceps cup housing. The device was sent back to the supplier for further evaluation. The supplier provided the following: visual evaluation: the device visually evaluated. No defects in the handle or catheter were noted. The cups appear skewed. Functional evaluation: the device was functionally evaluated. During testing, with the device coiled in three (3), 8" loops, it was confirmed that the device operated properly when the handle was manipulated. The device opened and closed as designed. When in the open position, the link wires are not symmetrical and the fork arms are in a downward slope caused by not pulling the link wires tightly enough during assembly. Misaligned cups evaluation: the device was evaluated for "misaligned cups". Under magnification, the visible material thickness for the device was measured, which does not meet the specification. The device history records were not reviewed because the user was not able to provide a lot number for the returned device. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the supplier provided the following: the reported issue from the user that, "they experienced difficulty when removing the device from the endoscope" and specifically the evaluation that the forceps cups were misaligned was confirmed. It was determined that the cups were misaligned as a result of an assembly error. The assignable cause was operator error. The operators involved will be advised of the complaint and retrained on the assembly procedure. Prior to distribution, all captura serrated large forcep-spike are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook captura serrated large forcep-spike. The physician took a biopsy and when trying to remove the forceps through the endoscope, it [forceps] would not come out. Several attempts were made before the physician was able to get the forceps to come out. The nurse noted that the endoscope was torqued. No harm to the patient. The device was evaluated on 05-oct-2018 and the forceps cups were found to be misaligned. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.